Event description:
It was reported that the patient presented in clinic due to arrhythmia. Device interrogation revealed low defibrillation impedance, x-ray confirmed externalized conductors and over current alert on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.